Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: artisan lead 50 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.